Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this device exhibited high, out of range pacing impedance (>3000 ohms) from a competitor's right atrial (ra) lead, which resulted in a lead safety switch (lss). Boston scientific technical services was contacted and recommended thorough provocative maneuvers to evaluate ra lead integrity. The physician elected reprogram the device sensing mode to resolve the event and stop atrial lead impedance measurements due to the patient's chronic atrial fibrillation (afib). At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.